Event description:
On (B)(6) 2009, the pt reported that the piston rod of the infusion device seems to be overly noisy during the cartridge change procedure. She stated that the noise has become louder over time and the issue has progressed. She stated that insulin has never been spilled in the cartridge compartment of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.